Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer changed the cartridge to resolve the issue. The customer's blood glucose was 385 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.